Event description:
A doctor contacted baxter's technical service center to report a leak found during use, by the patient. The home patient (hp) reported that leakage was discovered on the minicap transfer set, even though the clamps were closed. The hp went to the hospital to have a new minicap transfer set placed. There was no patient injury or medical intervention indicated at the time of the initial report. More information was received on (B)(4) 2012: reportedly the patient uses frekaderm as a spray. The hp uses 2 squirts directly on the minicap, without drying off, before the hp connects. The hp uses sterisol disinfection for their hands. The sales representative emphasized that they do not recommend the use of disinfectant directly on the minicap.

Manufacturer narrative:
(B)(4). Additional information: a labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error reported by the customer.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Since the lot number is unknown, no batch review will be performed. This condition was confirmed for a leak, as evaluation of the returned sample observed that the occluder feet were broken. The cause for the broken occluder feet issue could not be determined.